Event description:
It was reported that when patient presented to the hospital for a cardiac catheterization procedure, hematoma around the pocket was observed. Evacuation of the hematoma was performed. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.